Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had non-functional ECG electrodes.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) has been confirmed. As received, the ECG electrode c and d cable brown (lead 1-) and orange (lead 2-) wires were broken inside the distribution node (dn). The cause of the non-functional ECG electrodes is the damaged wires. The root cause of the damaged wires is excessive force placed on the cable. No adverse event resulted from the strained cable.